Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the cause is unknown. One stainless steel guidewire was returned for evaluation as well as the other components from a microintroducer kit. An initial visual observation showed the guidewire was bent approximately 1.5 proximal to the distal end of the guidewire. The scalpel and the microintroducer were observed to be undamaged. No use residue was observed on any of the returned samples. The core wire of the guidewire felt to be intact during tactile evaluation. A microscopic observation revealed a kink in the guidewire near the observed bend. Both weld tips of the guidewire as well as both of the needles returned with the guidewire were observed to be undamaged. While the cause of the kink observed in the guidewire is unknown, possible causes include damage during transit, storage, or use. The product IFU warns: ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire.¿ a lot history review (lhr) of rear0224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the guidewire was found to have been bent, with a hard head end at both sides of the guidewire when opening the vessel sheath.